Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported a medication error with insulin. The clinician initially attempted to program the pump by scanning, then manually programmed it incorrectly. There was patient involvement, but no harm was indicated. Although requested, the customer declined to provide additional details.